Event description:
It was reported that the micro oscillating saw heated up during a routine equipment evaluation at the user facility. There was no patient involvement, and no user injuries or adverse consequences.

Manufacturer narrative:
The device is available for evaluation, but has not been received by the manufacturer. A quality investigation is anticipated, and a follow up report will be filed when it has been completed.